Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One unit was returned for evaluation, the unit returned was received disassembled and inside of a plastic bag which is not the original package. The piece provided by the customer was revised and the non-conformity as detached components cannot be confirmed due to the sample was received disassembled and the sample looks like it was manipulated. However, 10 samples were taken to run the process to replicate the failure (lot#4162893) and the failure can not be confirmed. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process. The cause of the reported problem could not be determined.

Event description:
It was reported that when sending air to the patient by applying proper pressure to the breathing bag during the use of it, the customer noticed it detached from the anesthesia device. No patient injury.